Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the adapter looked bent and the sulu could not be loaded. The suu broke due to being forced. A new device was used. There was no delay over 30 minutes. There was no tissue loss or tissue damage. There was no adverse event reported due to the problem. The patient status is correct.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection of the adapter noted that the distal end of the firing rod was damaged. The eeprom( electrically erasable programmable read only memory) was uploaded and indicated 31 autoclave cycles for the adapter. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted without difficulty onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was cycled without hesitation or binding. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The damage to the firing rod may occur if a sulu is either improperly loaded or forcibly unloaded. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.